Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the rt105 breathing circuit were tested using a multimeter. Results: the inspiratory and expiratory tubes of the rt105 breathing circuit were tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. We are unable to perform a lot check as no lot information was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide of 44 ppm (76 affected devices out of a total sales in the last year to 2009.

Event description:
A hospital in another country, reported via a distributor that an rt204 adult dual-heated breathing circuit became an electrically open circuit after 2 days of use. No pt consequence was reported.